Event description:
The instrument was used during a laparosocpic cholecystectomy. It was reported while trying to arm the 511sd the surgeon could not make the arming button stay depressed. The obturator would not stay armed without holding down the arming button manually. Surgeon inserted the trocar under direct vision while holding down the button. There was no consequence to the pt. Instrument from an fdc10, lot number j45292.